Event description:
It was reported the patient presented to the emergency room with discomfort due to extracardiac stimulation from the left ventricular lead. Interrogation revealed the left ventricular lead exhibited a loss of capture. Diagnostic imaging was performed and identified the lead had dislodged due to ratchet syndrome following a failed suture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, extra cardiac stimulation, and failure to capture. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) had migrated due to the ratchet syndrome. The ICD was removed and reimplanted.